Event description:
It was reported that this implantable pacemaker recorded a loss of capture (loc) on the right ventricular (rv) lead. Technical services (ts) was consulted and advised the loc appears to be intermittent. The polarity was changed from bipolar to unipolar and impedances are normal. The right ventricular automatic threshold (rvat) test was turned off in the past due to elevated thresholds. There is no evidence of asystole due to the loc. Ts recommended the patient to be evaluated in-clinic for further evaluation. At this time, the device and lead remain in service. No adverse patient effects were reported. Additional information received advised the patient was admitted to the hospital until the lead revision procedure. At this time, the device and lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker recorded a loss of capture (loc) on the right ventricular (rv) lead. Technical services (ts) was consulted and advised the loc appears to be intermittent. The polarity was changed from bipolar to unipolar and impedances are normal. The right ventricular automatic threshold (rvat) test was turned off in the past due to elevated thresholds. There is no evidence of asystole due to the loc. Ts recommended the patient to be evaluated in-clinic for further evaluation. At this time, the device and lead remain in service. No adverse patient effects were reported. Additional information received advised the patient was admitted to the hospital until the lead revision procedure. At this time, the device and lead remain in service. No adverse patient effects were reported. Received additional information the device and lead were explanted and replaced successfully. Outside of the revision, no adverse patient effects were reported.